Event description:
Patient with tibial disease was accessed through the left groin (antegrade approach). Based on angiography, lesion in the peroneal artery was targeted. A 6f sheath was used with the p4020 silverhawk catheter and including the following: brite tip, 11cm long and thruway 190cm .014wire. After 4 passes the vessel was open. Additional passes were attempted in a couple of different locations from proximal to distal. Guidewire position was lost and the wire was repositioned. The procedure was continued (1-2mm passes). When removing the silverhawk catheter, resistance was encountered. Physician pulled at the catheter and upon removal noted that the nose cone mesh had been pulled out, unraveled and broken. The sheath was removed and flushed plaque was retrieved from the sheath. Via an angiogram, the physician noted that the wire was tangled inside the puncture site requiring a cut down to remove the guidewire. In a follo-up e mail on 03/2006 from our sales representative, the patient was doing well and had returned the silverhawk procedure done on his right leg.